Event description:
It was reportedthat before an unknown procedure, there was hand piece error while performing the pressure test. While investigating the hand piece there was a vertical crack found. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). The hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.